Event description:
Information was received from a consumer regarding a patient receiving morphine (5000 mcg/ml at 785.7 mcg/day) via an implantable infusion pump. The indication for use was noted as non-malignant pain. It was reported since the patient had her pump replaced due to longevity she had been going in and out of mild withdrawal until (B)(6) 2016 where the withdrawal got a lot worse. The patient noted her healthcare provider (hcp) did a dye study on (B)(6) 2016 and the hcp didn't find any issues. On (B)(6) 2016 the patient went back in because she had really bad symptoms of withdrawal and was up in the middle of the night. It was noted they turned the pump up 20% to see if there was an underdosing issue from the prior pump to the current pump. The patient noted the device manufacturer representative was hoping that increasing the pump would rectify the issue but the patient noted it hadn't. The patient noted it just seemed like the pump hadn't worked correctly ever since she got it replaced. On (B)(6) 2016 they also pulled out the medication and confirmed it was what they were expecting. The patient noted she had woke up at 3 a.m. And it was full blown withdrawal; then another day would have diarrhea, a little bit of sweating and another day back to being sick. The patient noted it was mostly at night, was laying flat during the dye study test, and initially the withdrawal was here and there but now the withdrawal was more constant and getting worse. The situation was being addressed by the hcp. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Additional review of this MDR determined that there is no information to reasonably suggest that the device in this report malfunctioned. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803.

Event description:
MDR decision updated to not reportable. No additional supplementals required.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pump was returned and analysis found ¿pump motor o-ring wear¿. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2017, product type: catheter; product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2017, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a manufacturer representative on 2017-dec-18. It was reported that the patient experienced a reduction in pain followed by waves of withdrawal symptoms. It was noted that this pattern had occurred for several months (note: this conflicts with the previous report that these issues had occurred since implant in (B)(6) 2015). It was confirmed that a dye study had occurred several months ago and a rotor study was conducted. There was no convincing evidence that the catheter was malfunctioning and the rotor study looked fine. There were no known environmental, external, or patient factors that were thought to have led or contributed to the issue. The system was replaced on (B)(6) 2017 and the issue was considered resolved. At the time of report, the pump had been infusing dilaudid (2000mcg/ml at 600mcg/day). The patient's status at the time of report was alive - no injury and no further complications were reported or anticipated.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Interrogation of the pump found that it was delivering 2,000 mcg/ml hydromorphone at 1,451.6 mcg/day. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative (rep) on 2017-dec-28. It was reported that the pump was returned to the manufacturer for analysis. There were no further complications reported/anticipated.